Event description:
Caller indicated the meter was reading inaccurately. Caregiver checked in on patient as she was not feeling well. Sugar tabs were given and bg read 202. Patient was symptomatic, insulin was administered and she was transported to ER. Around an hour later bg was 303 at hospital.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification.